Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# b0837957k, implanted: (B)(6) 2008, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional, via the manufacturer representative, reported the lead fractured at the tines, leaving part of the lead in the patient. The patient¿s relevant medical history included sacral nerve stimulation for ¿do¿ and spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient needed to have their implantable neurostimulator (ins) removed when the battery died in order to have an MRI to investigate severe back pain. During the explant procedure, the tined lead fractured leaving the electrode within the sacral foramina. The local MRI department refused to perform the MRI due to some of the lead still being implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.